Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving battery out limit alarms. She stated that she did not receive her insulin for four hours and that the blood glucose went up to 451 mg/dl. The blood glucose reading at the time of the report was 88 mg/dl. She reported that she had not received any low battery alarms. She declined troubleshooting for high blood glucose. Nothing further was reported.